Event description:
Reportedly, after the device was fired on the pulmonary vein, it could not be removed. A section of the pulmonary vein was removed to remove the instrument. Applied another device to complete the procedure.